Manufacturer narrative:
Pt info not provided by reporter. Lot # unk as not provided by reporter. Catalog # unk as not provided by reporter. Exp date unk as lot # is unk. (B)(4).

Event description:
The pt in the spiral-z post-market registry experienced aneurysm leak on (B)(6) 2013 and underwent a secondary intervention. No info has been received regarding the pt's index procedure. The pt was treated with angioplasty and placement of a covered stent for a distal type I endoleak on the right. Additional info has been requested but not provided.

Manufacturer narrative:
Based on the information provided, a patient in the spiral-z registry underwent a secondary intervention for a distal type I endoleak. The patient was treated with angioplasty and a covered stent. Additional information was requested but was not received. No information regarding outcome was provided. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The instructions for use pamphlet (IFU) provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The spiral-z iliac leg grafts are quality control inspected to confirm correct stents have been used and have been placed correctly on the graft and to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. No lot number was provided; therefore, a review of the manufacturing records could not be conducted. A patient with a distal type I endoleak required secondary treatment with angioplasty and a covered stent. No additional information was provided. Based on the investigation evaluation, there is no indication that a design or process related failure contributed to this event. Without additional information or imaging, a definitive root cause cannot be determined. The risk was assessed by quality engineering. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified, and monitoring for similar events with continue.

Event description:
The patient experienced distal type I endoleak on (B)(6) 2013 and underwent a secondary intervention. No other information has been received regarding this patient.